Event description:
It as reported that the customer had high blood glucose of 441 mg/dl, which was treated with manual injection. The customer's symptoms of high blood glucose were frequent urination and thirst. Troubleshooting of the insulin pump was performed and everything tested within specification. The high pressure test passed. The infusion set was removed from the body and the cannula was not bent or occluded. The drive support cap was recessed. In the alarm history there was a no delivery alarm present. The customer stated that they had disconnected the insulin pump prior to taking a shower and they reconnected the device incorrectly, causing the alarm. The customer called back later stating that when they completed an infusion set change; it was not completed correctly. During the last two infusion set changes they noticed that the cannula of the infusion set was bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).